Event description:
It was reported that transmitter failed error occurred on 8w4n2p. However, transmitter 8rxebu was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).